Event description:
During laparoscopic cholecystectomy, dr. Reports that a spark was seen coming from the connection between the monopolar cord and the spatula instrument. Scorching seen on connecting lines of spatula and connecting sleeve of monopolar cord partially melted. Instrument was removed from surgical field, and monopolar cord and electrosurgical unit were replaced. No injury to patient.